Event description:
A report was received that the patient¿s ipg site was getting hot during charging. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was not suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.